Event description:
"A pt with saphenous vein placement of 2fr v-cath developed a hole in catheter. PICC was first repaired then removed and a new one placed in the pt within 24 hours. There was no pt injury."

Manufacturer narrative:
Complainant provided incomplete info in 05. Device was repaired, then replaced; medical intervention was needed.